Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that IV tubing ballooned out in the chamber on one of their IV pumps. The IV was connected to a patient central line and was alarming occlusion when one of the picu nurses opened the chamber and noticed the soft tubing ballooned out about an inch. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: bd 10ml syringe 0.9 & normal saline, lot 530311b, exp: 10/29/2018, therapy date: (B)(6) 2016. The customer¿s report of a balloon was confirmed. Visual inspection of the set revealed that the silicone segment had ballooned near the upper fitment. Functional testing was performed and bulging was observed during priming and gravity infusion. Pressure testing was performed and the affected area of the silicone segment further inflated and ballooned at a pressure of 10 psi. The root cause for this event could not be determined.